Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a hernia of the small intestine with blockage and an incarcerated bowel coincident with automated peritoneal dialysis (apd) therapy. The cause of the hernia was not reported. One day prior to diagnosis, the patient experienced "pain during evening dialysis". The following day, the patient was hospitalized with an admitting diagnosis of pain during dialysis, hernia of the small intestine, hernia with blockage and incarcerated bowel. Due to the events, the patient underwent emergency surgery to repair the hernia and remove a portion of the patient's intestines (not further specified). On the same day as being admitted to the hospital, the patient was switched to hemodialysis (hd) therapy. Four days after being admitted to the hospital, the patient was discharged to home. At the time of this report, the patient's current status is recovering from the events and hd therapy is ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). As the device was not returned, a device analysis could not be completed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.